Manufacturer narrative:
The device was returned to olympus for inspection, and the customer's complaint was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be conclusively determined. It is likely the reported event occurred due to the frequency of use/reprocessing. It was further noted that according to product specifications, the jaws insert is designed for 1 year or 50 reprocessing cycles. Olympus will continue to monitor field performance for this device.

Event description:
The customer confirmed the device was cleaned seventy times with dr. Veigert neodisher mediclean forte and rinsed with dr. Veigert neodisher 2.

Manufacturer narrative:
The device has not been returned for evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Event description:
The customer reported that while reprocessing her olympus hicura jaws insert, it was discovered that the distal tip was detaching in small threads. There was no patient involvement reported as a result of this event.